Event description:
Note: this MFR report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report #600048-2007-00245 for a description of the other device. It was reported to boston scientific corporation that a nasobiliary tube w/jagwire was used during a procedure performed in 2007 (patient gender, age, and weight are unknown). According to the complainant, the jagwire was torn and the coating of the tip was detached. The procedure was completed using a new jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The jag wire received is showing the pebax shaved; exposing the core wire along 4cm of the 5cm tip length. In addition, the tip bumper is missing. The skived pebax indicates that the wire may have been caught against a sharp instrument/object as described in the event description. The probable root cause can be attributed to handling damage, caused by other device. Withdrawing the guide wire through a metal tip catheter may damage the surface of the guide wire. A review of the device history record revealed no anomalies.